Event description:
The customer reported a "return line air detector failed fluid check" alarm during prime. This was the second tubing set. The disposable will not be returned for evaluation. Pt info is not available at this time. This report is being filed due to device malfunction that has the potential for death or injury.

Manufacturer narrative:
(B)(4). A service call was placed regarding this incident. The service tech found that the return line air detector (rlad) was operating intermittently. The rlad was replaced. Investigation evaluation and corrective actions are in process. A follow up report will be provided.